Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation. The ipg was bothering and tender to touched. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted was kept by facility.